Event description:
It was reported that during a tlif procedure, a short spine clamp broke in pieces and a piece stuck in the spine of the pt. All the broken portions of the device were removed from the pt's spine.

Manufacturer narrative:
The device has not been received for eval, it is not possible to determine the cause of the event without an eval of the device. Add'l info will be submitted once the device is received and evaluated.